Event description:
A (B) (6) male patient underwent aaa repair on (B) (6) 2010. A zenith main body and two iliac legs were placed. The physician placed the main body from the patient's left iliac and procedure was conducted as labeled. An angiography revealed that the patient's right renal artery was occluded. After the physician's insertion of a "medikit" and "termo" approaching from upper arm, he tried to explore the renal artery, but it was fully occluded and the physician ended the procedure. No additional information was provided by reporter. The patient was kept under observation.

Manufacturer narrative:
(B) (4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case, the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also states: "the zenith aaa endovascular graft with the h&l-b one-shot introductions system and ancillary components is indicated for the endovascular treatment of patients with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair including: adequate iliac/femoral access compatible with the required introduction systems. Non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18mm, with an angle less than 60 degrees relative to the long axis of the aneurysm and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. We will continue to monitor for similar complaints.